Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low intrinsic amplitude which was noted at pre discharge. The physician then opted to reposition this rv lead. Additional information was obtained from the field representative indicating that the cause of low intrinsic amplitude was due to a poor lead tip contact or placement with the patient's tissue. Further information was received indicating that this rv lead also exhibited undersensing. No additional adverse patient effects were reported.